Event description:
Additional information received indicates the device was explanted and replaced by mistake and was not due to the advisory.

Manufacturer narrative:
(B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. Further review of the event revealed the device was not included in the advisory.